Manufacturer narrative:
The suspect computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/05/2017 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Computer was replaced and software re-installed. Issue resolved. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A site representative reported that after starting the synergy cranial software ver. 2.2.6, the two monitors on their navigation system only showed a blue screen. After waiting 15 minutes, there was no response. Re-starting the navigation system on-/off-button and starting the cranial software resulted in the same issue. In further trouble-shooting, the site re-started the navigation system and launched synergy spine software successfully. There was no patient present when this issue was identified.